Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. The pre-procedure femoral angiogram showed no presence of pvd calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The physician removed the device and second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure. The second device was removed and a third mynxgrip vascular closure device 6f/7f was deployed by a second physician who is a trained user. The balloon from the third device also lost pressure. The third device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient's discharge date was not provided. No further information is available.

Manufacturer narrative:
Visual inspection revealed that the balloon from the returned device was torn. Examination showed a radial tear on the balloon, approximately 4mm from the balloon proximal tip. The distal tip of the balloon was inverted. The review of the lhr (lot f1303102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. See MDR 3004939290-2014 for second device and MDR 3004939290-2014-00211 for the third device.